Event description:
It was reported that during an unknown procedure half of the inactive blade broke off. The blade was retrieved. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.